Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging dry throat, scratchy throat, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a CPAP device's sound abatement foam. The patient alleged dry throat, scratchy throat, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Pil verified the device provides airflow. Pil exterior examination observed the base unit was missing the accessory lift door and minor unknown dust contaminants. Interior investigation: pil observed unknown dust/dirt contamination. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. Secondary findings: minor unknown dust contamination on the blower impeller. Pil was unable to directly address the symptoms outlined in the airpath, likely from a source external to the device. Pil observed no evidence of degraded of sound abatement foam. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d8, d9, h2, h3 and h6 were updated in this report.